Manufacturer narrative:
Complaint conclusion: as reported, when deploying an 8mm x 40mm smart control iliac self-expanding stent (ses) to treat a common iliac artery lesion, the stent jumped. Half of the stent was protruding towards the aorta and the target lesion could not be covered. There were no attempts to remove the 8mm x 40mm smart stent after deployment and a new 8mm x 40mm smart ses was used to treat the common iliac lesion to complete the procedure. An ipsilateral retrograde approach was used with a 6f non-cordis short sheath for this procedure. The target vessel characteristics were moderately calcified and moderately tortuous, with a stenosis percentage of 10% after pre-dilation was performed. The device was stored and prepped per the instructions for use (IFU). The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient. The physician didn't experience any feeling of the shaft being held or stuck during deployment. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18220572 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stent delivery system (sds) deployment difficulty inaccurate placement" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure (such as the calcification and tortuosity of the vessel), handling, and/or patient anatomy contributed to the reported event. According to the IFU, after removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly oppose the vessel wall. With the distal stent markers and the distal end of the stent opposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly oppose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, when deploying an 8mm x 40mm smart control iliac self-expanding stent (ses) to treat a common iliac artery lesion, the stent jumped. Half of the stent was protruding towards the aorta and the target lesion could not be covered. There were no attempts to remove the 8mm x 40mm smart stent after deployment and a new 8mm x 40mm smart ses was used to treat the common iliac lesion to complete the procedure. An ipsilateral retrograde approach was used with a 6f non-cordis short sheath for this procedure. The target vessel characteristics were moderately calcified and moderately tortuous, with a stenosis percentage of 10% after pre-dilation was performed. The device was stored and prepped per the instructions for use (IFU). The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient. The physician didn¿t experience any feeling of the shaft being held or stuck during deployment. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.